Manufacturer narrative:
This is a final report as the complaint is related to a delivery issue and no product is expected back. It is to be noted that the customer ordered the product. The test strips were delivered on july 17th 2007. The reported event occurred in 2007, and there were no other product requests from this customer during this time.

Event description:
Customer reported an issue with her freestyle flash strips shipment and had to go to the hosp because her glucose level was 425mg/dl. Customer reported experiencing symptoms of thirst, tiredness, vomiting and shortness of breath. Customer reported being seen at the emergency department and was diagnosed with diabetic ketoacidosis and treated with IV insulin.